Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had poor technique or user's test strip had poor storage or user's misunderstanding of erratic results.

Event description:
Consumer complaint of erratic blood results. On (B)(6) 2014, paramedics were called and the results from the ER were in the 60mg/dl range while her meter read 158mg/dl. Daughter is hypoglycemic instead of hyperglycemic. Last 4 results in memory were 107mg/dl, 77mg/dl, 88mg/dl, and 118mg/dl. Based on parkes error grid analysis, the bias between the result obtained by the ER (60's) and the result obtained on the trueresult meter (158) is located in zones b/d.

Event description:
Consumer complaint of erratic blood results. On (B)(6) 2014, paramedics were called and the results from the emergency room were in the 60mg/dl range while her meter read 158mg/dl. Daughter is hypoglycemic instead of hyperglycemic. Last 4 results in memory were 107mg/dl, 77mg/dl, 88mg/dl, and 118mg/dl. Based on parkes error grid analysis, the bias between the result obtained by the emergency room (60's) and the result obtained on the trueresult meter (158) is located in zones b/d.